Event description:
The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to missing applicator. The reported event of a detached needle could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.